Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that there was early battery depletion due to a post-operative vt (ventricular tachycardia) storm. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the device was received in a no telemetry and no output state. Because no performance data was available to confirm a vt (ventricular tachycardia) storm, analysis was inconclusive.